Event description:
The pt was admitted to the hosp on (B) (6) 2004. There was a breakdown of the incision over the pump and the pump was exposed mid-point of the incision. Both the pump and the catheter were explanted. The pt was placed on IV antibiotics to treat the infection. The pt was seen at the physician's office on (B) (6) 2004. The incision looked fine and there was no evidence of a recurrence of the infection. The pt was doing well but decided not to have the pump replaced. The device system was used to deliver lioresal (500 mcg/ml at 99 mcg/day).

Manufacturer narrative:
(B) (4).